Event description:
When the device defibrillator energy was discharged to the pt, an energy fault message was observed. Another device was made available and used. The reporter stated there was no adverse affect to the pt resulting from the event, due to use of the backup device.